Manufacturer narrative:
Clarification to b5 and d4: healthcare professional reported unknown side deflation and contralateral side exchange with no complaint against the device. This record is being used to capture the report of deflation. Serial numbers were provided as left side (B)(6) and right side (B)(6), the left side serial number has been populated in this record until clarification is received. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported an unknown side deflation. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as fold flaw opening. As per the investigation procedure creases/were abrasion/ opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.